Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor/deep scratched display window.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on screen of their insulin pump. The customer states that they cannot read the screen of the device. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.